Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the plaintiff did not undergo essure confirmation test". On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("menorrhagia (bleeding between periods)"), hypersensitivity ("hypersensitivity"), allergy to metals ("nickel allergy"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infection"), alopecia ("hair loss"), gastrointestinal disorder ("gi conditions"), tooth disorder ("dental problems"), headache ("headaches"), migraine ("migraine") and visual impairment ("vision problems") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, hypersensitivity, allergy to metals, vaginal discharge and vaginal infection outcome was unknown and the pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia, metrorrhagia, alopecia, gastrointestinal disorder, hormone level abnormal, tooth disorder, headache, migraine, visual impairment and weight increased had resolved. The reporter considered abdominal pain, allergy to metals, alopecia, device dislocation, dysmenorrhoea, dyspareunia, gastrointestinal disorder, headache, hormone level abnormal, hypersensitivity, menorrhagia, metrorrhagia, migraine, pelvic pain, tooth disorder, vaginal discharge, vaginal infection, visual impairment and weight increased to be related to essure. The reporter commented: the plaintiff received treatment for device dislocation, pelvic pain, abdominal pain, dyspareunia, dysmenorrhoea, menorrhagia, metrorrhagia, vaginal discharge, vaginal infection, alopecia, gastrointestinal disorder, hormone level abnormal, tooth disorder, headaches, migraine, weight increased, visual impairment. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-sep-2019: plaintiff fact sheet received : incident category updated. Reporter information, patient details, product indication updated. Removal date added. Insertion date updated. Event ¿ injury¿ was replaced with events given in the sd. Events added- device dislocation, pelvic pain, abdominal pain, dyspareunia, dysmenorrhoea, menorrhagia, hypersensitivity, metrorrhagia, allergy to metals, vaginal discharge, vaginal infection, alopecia, gastrointestinal disorder, hormone level abnormal, tooth disorder, headaches, migraine, weight increased, visual impairment, device monitoring procedure not performed. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.